Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external devices. It was determined that the ipg had reached end of service. Surgical intervention may be pending to address this issue.

Event description:
Additional information obtained indicated that the patient's ipg was explanted and replaced. Therapy was restored post-operatively.